Event description:
Centurion intro-flex 8.5f single lumen, lot# 2020020750, exp 12/31/2020, ecvc6325. During placement to right internal jugular (ij), while trying to remove guidewire, guidewire was kinked, making removal difficult. Line was able to be saved, patient was not re-stuck. Guidewire and packing provided for review. Location: emergency department.